Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: product complaint # (B)(4). Investigation summary:no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null. Device history batch: null. Device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
Literature article received entitled "complete 180° rotatory dislocation in a mobile-bearing knee prothesis." Literature article "complete 180° rotatory dislocation in a mobile-bearing knee prothesis" (2011) by hussein w. Turki, md, and lorence trick, md published by the journal of arthroplasty doi:10.1016/j.arth.2010.05.013 was reviewed. The article purpose: to present a case of a (B)(6) woman who had a partial rotatory subluxation of her polyethylene component and underwent closed reduction resulting in a full 180° spinout. The article reports: a (B)(6) hispanic woman with a long history of right knee pain and diagnosed with osteoarthritis underwent a right total knee arthroplasty using a pfc sigma rp prosthesis. The patient was followed up at her routine visits and began complaining of clicking and instability in her knee. She presented to the emergency room 6 months postoperatively with acute onset of right knee pain and swelling after shifting around in bed. Radiographs revealed a 90 degree spinout of her polyethylene insert. She was admitted and underwent closed reduction under conscious sedation. Formal post reduction radiographs showed that the polyethylene insert had spun out completely to 180 degrees. The polyethylene insert was exhanged for one that was 7.5 mm larger than the original. Symptoms resolved post-operation. Patient had a rom of 120 degrees and knee was also stable. Neither the femoral nor the tibial components were cemented, and a 10-mm rotating polyethylene platform was inserted. The patella was left unresurfaced. Depuy products involved: pfc sigma-rp. Complications: edema (1), pain (1), spin-out (1), surgical intervention (1), medical device implant removal (1).